Event description:
The customer reported that the system shut down uncommanded. There is no report of pt injury.

Manufacturer narrative:
A ge service rep performed an onsite investigation. A short circuit in the x-ray lamp was repaired. The system was then found to be operating as intended.